Event description:
The patient was implanted with the manufacturer's left ventricular assist device (lvad). It was reported by the hospital's senior clinical nurse that there had been a 3-hour power outage at the patient's house during the night and when the power went out, the power base unit did not have any battery power. The patient fainted prior to a family member switching the patient to battery support. When the power at the patient's house came back on, the patient was able to go back on the pbu support for the rest of the night; the internal battery had recharged with no further issues. The patient went to the hospital the next day to have the pbu checked by the hospital's clinical engineer and it was determined that the internal battery did not have an expiration date on it. The internal battery was replaced with no further issues.

Manufacturer narrative:
The device was not returned to the manufacturer and remains in use with no further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.